Event description:
The clinic reported the venous bloodline became completely disconnected from the dialyzer, reportedly with no machine alarm condition. It is estimated the condition went unnoticed for approximately six minutes at a blood flow rate of 400 ml/min; blood loss is therefore estimated at 2400cc. When the condition was noted, the patient was unresponsive and was admitted to the ICU and intubated. As of 2002, the patient was beginning to respond to verbal commands.